Manufacturer narrative:
This event in occurred in (B)(6) involving a dolomite futura 600 rollator. Invacare is filing this medwatch due to the dolomite futura 600 rollator was also sold in the u.s by clarke healthcare. This device was manufactured at invacare rea ab in (B)(6) in 2014. At this time we are unable to determine an underlying cause, but a likely cause is the fall of the user caused an abrupt strong impact onto the rollator which led to the fracture of the left front fork. Invacare was unable to obtain further information regarding the reported fracture suffered by the end user. The affected rollator was older than seven years at the time of the incident and therefore exceeded its expected service life. The expected service life of this product is five years when used in accordance with safety instructions, maintenance intervals and correct use, stated in the user manual. The effective product life cycle can vary according to frequency and intensity of use. It also states that maintenance should be done regularly (at least once a year). The user manual also states: "periodically inspect the castors tightness, wear and damage." The service manual includes the following instruction "check that wheels and forks work properly, are free from defects and are well fixed." However, information was received that no maintenance had been carried out on the affected rollator between october 2015 and september 2021. If more information is received a followup will be filed.

Event description:
The user lifted the 7-year-old dolomite futura 600 rollator out of the boiler room and down 1.5 steps. The walker rolled away the user fell, and the wheel broke off. It was reported that the patient suffered a fracture.